Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, has not been received by the manufacturer at the time of this report. From the device history record which resides at (B)(6), the nuevo laredo lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "the screw made in plastic is not fitting properly the adaptor and thus there are leaks of oxygen." There was no patient injury reported. Patient condition reported as "fine".